Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this report. (B) (4).the pump has been received and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with a reported condition of an inoperable open key during biomedical service. During a product evaluation at baxter, it was discovered that the stop key was also inoperable. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is (B) (4), categorized as remediated. There is no further complaint information available.